Event description:
It was reported that the compressor alarmed for high o2 concentration. There was no patient harm. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated at site by our field service engineer. According to the information received from our fse, the ventilator was found contaminated with water/liquid. After cleaning and drying the affected parts, the ventilator was tested. It functioned properly and was cleared for clinical use. No service report nor ventilator logs were provided. Moreover, there is no information on how the liquid spill entered the ventilator or what kind of liquid spill it was.